Event description:
On 11/21/2018: update event description to capture 2 devices involvement: it was reported that on november 01, 2018, the surgeon was using the reamer/irrigator/aspirator (ria) and while reaming the nonunion of the tibia, the reamer head broke in the canal along with a piece of the plastic reamer shaft. The surgeon was able to remove the reamer head and the broken piece of plastic from the canal. An extra incision was made to remove the piece of plastic at the entry point for the tibial nail. The reamer head was removed with reaming rod and the piece of plastic was removed through a separate incision below the patella. There was a five-minute surgical delay reported. The procedure was completed as planned. Patient outcome was unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 510k: this report is for an unknown ria reamer/irrigator/aspirator/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. It was reported that the device broke intra-operatively. An additional incision was made to remove the fragment. There was a five minute surgical delay reported and the procedure was completed as planned. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the surgeon was using the reamer/irrigator/aspirator (ria) and while reaming the non union of the tibia, the reamer head broke in the canal along with a piece of the plastic reamer shaft. The surgeon was able to remove the reamer head and the broken piece of plastic from the canal. An extra incision was made to remove the piece of plastic at the entry point for the tibial nail. The reamer head was removed with reaming rod and the piece of plastic was removed through a separate incision below the patella. There was a five minutes surgical delay reported. The procedure was completed as planned. Patient outcome was unknown. Concomitant device reported: unk - nail: tibial (part#: unknown, lot#: unknown, quantity 1). This complaint involves one (1) device. This report is 2 of 2 for (B)(4).